Event description:
It was reported that a dissection occurred. The patient underwent percutaneous transluminal coronary angioplasty (ptca). The target lesion was located in the mid to distal left anterior descending artery (lad). A 3.00x32mm synergy xd drug-eluting stent (des) was successfully deployed. Following post-dilation, a type c non-flow limiting proximal stent edge dissection was observed. The physician attributed the dissection to the balloon dilation. An additional stent was deployed to cover the dissection, and the procedure was completed. No further patient complications were reported, and the patient fully recovered post procedure. It was further reported that the target lesion was 80% stenosed, moderately tortuous, and moderately calcified. A 2.00x10 mm semi-compliant balloon was used to pre-dilate the lesion. There were no issues with stent deployment, and the stent was fully expanded at nominal pressure. The vessel dissection was attributed to the use of a non-boston scientific balloon.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred. The patient underwent percutaneous transluminal coronary angioplasty (ptca). The target lesion was located in the mid to distal left anterior descending artery (lad). A 3.00x32mm synergy xd drug-eluting stent (des) was successfully deployed. Following post-dilation, a type c non-flow limiting proximal stent edge dissection was observed. The physician attributed the dissection to the balloon dilation. An additional stent was deployed to cover the dissection, and the procedure was completed. No further patient complications were reported, and the patient fully recovered post procedure.